Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a suboptimal augmentation occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative continued to discuss as from a femoral approach. A texted image revealed a waveform that was rounded at the top and no plateau. The patient's heartrate was slightly elevated and at 102 bpm. The effects a kink would have on augmentation were reviewed with the customer. They verbalized they knew the patient had severely kinked the catheter on several occasions. They also noted the dressing on the chest of the patient was also kinking the catheter. There was no reported injury or adverse event to the patient.

Event description:
N/a.

Manufacturer narrative:
Removed: trend analysis: 4110. Historical data analysis: 4109. Analysis of production records: 3331. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Event description:
N/a